Event description:
Vomiting, weight loss, autoimmune disorders, nickel allergy that I was not told about. Hysterectomy, hair loss, extreme bleeding, and loss of menstrual period. Right side pain, adenomyosis, endometriosis, hemorrhage cysts on ovaries, and anemia. Kidney stones and inflammation after implant of essure. Dates of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: birth control.